Event description:
It was reported that during a stenting treatment procedure stent damage occurred post deployment. Access was obtained via the femoral artery. The 28x3mm, 70% stenosed, eccentric, de novo lesion being treated was located in the mildly calcified, mildly tortuous left anterior descending artery. The physician predilated the target lesion with a 20x2.0mm unspecified balloon catheter before implanting a 3.00x32mm promus element stent in the target lesion. Then the physician advanced a unspecified nc balloon catheter for postdilation. Upon removal of the balloon catheter the physician noticed the proximal edge of the implanted stent was no longer covering the septal branch and deformation of the stent was identified. The deformed stent was left untreated as the physician wanted to re-wire and balloon to inflate the origin of the diagonal but he refrained to do so as he thought additional damage may occur to the stent. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).